Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had knee replacement surgery 6 weeks ago and since then has had very severe sciatic pain and some of the pain centers around where the device is implanted. The caller is wondering if the device could be causing the irritation. The patient has not used the device in a while and when they try to communicate with the device, the device does not register. Agent tried to clarify if the patient was seeing the poor communication screen, but they could not confirm. They have not been able to communicate with the implant for the past 1-2 years. Reviewed longevity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.